Event description:
Preoperatively, the pt was diagnosed with paravalvular leak and a leaflet was immobilized in the open position. Intraoperatively, both leaflets functioned normally. A tyrosine-ethyl-ester showed aortic insufficiency. The paravalvular leak was noted to be external to be valve in the annular region. The surgeon repaired the "annular defect" and replaced the valve with a 23aj-501.